Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported 'system error 105' was reproduced and confirmed through eval. This condition was determined to have been caused by a failed motor flex. The motor assembly was replaced.

Event description:
It was reported that a spectrum pump had 'system error 105' upon powering on the device. Any pt involvement, injury or medical intervention is unk.